Manufacturer narrative:
The investigation conducted by field service engineering found system error code #21013 in the system error logs as well as system error code #20013 and determined that both error codes were associated with a pt side manipulator (psm). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #20013 and #21013 appear when the davinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measure by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts davinci in a "recoverable safe state." The psm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that the surgeon was at the system console for 5 mins when system error code #20013 occurred. The pt was under anesthesia and the port incisions had already been made when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date.